Event description:
On (B)(6) 212, a reporter for the lay user/ patient contacted lifescan (lfs) alleging an issue with calibrating the code on the patient's onetouch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 between 9am-10am. The patient manages his diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to his usual diabetes management routine. "Gradually" after the start of the alleged issue, the reporter claims the patient felt symptoms of shaking and jumping. That afternoon, the patient visited his physician's office and obtained a blood glucose result of "71 mg/dl" with the physician's meter. The patient was given candy as treatment. At the time of troubleshooting, the cca walked the reporter through correctly coding the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.